Event description:
The hcp reported that a refill, 10 cc was expected reservoir volume; 1cc was actually aspirated. The pt presented with "exacerbated pain symptoms" approx one week prior to refill. A pump myelogram was performed and the catheter was easily aspirated; "no apparent problems" were noted. At refill in 2005, 10 ccs were expected; .5 ccs was aspirated. The pt reported increased pain, but "no obvious symptoms". A refill was performed under fluoroscopy; "restuck pump twice and aspirated because he thought he had locked pump up". The pt returned 2 days later "having severe withdrawal symptoms, diarrhea and fever". The pump was filled with morphine and bupivicaine. The pt had a "fainting spell" at home with no alteration in vital signs. The hcp indicated that the pt warrants close observation and periodic quantitative analysis of pump contents as "they fear they have a smart pt that has been tampering with her drugs". The hcp indicated that they believe this is a "pt issue, not a pump issue.